Event description:
It was reported that balloon rupture occurred. An 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon burst. The device was successfully removed and no device fragments left inside the patient. The procedure was completed with a different device. No patient complications were reported.